Event description:
It was reported this balloon ruptured while taking a measurement of a septum defect of the ventricle. No pt complications resulted from this event. Attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available a supplemental medwatch will be forwarded under the appropriate sequence number. This device was used in a non indicated procedure, ventricular septal defect measurement which co believes may have contributed to this event. However, without further details about the procedure and without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "medi-tech occlusion balloons are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion. Emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures. Any use for procedures other than those indicated in the instructions is not recommended. Medi-tech occlusion balloon catheters are not designed for use as vascular flow-directed catheters (swanz-ganz type). If loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not re-inflate and remove carefully."